Manufacturer narrative:
The device was returned to the endochoice service facility for evaluation and repair. An issue was identified requiring a repair, in which the ccd camera assembly at the distal tip of the colonoscope was replaced.

Event description:
It was reported that during a case there was center image loss. This issue occurred with the individual scope, indicating that the processing unit was not the cause of failure. There was no report of injury or other negative health consequence to any patient.